Event description:
It was reported that this right atrial (ra) lead had a high out of range pace impedance measurement and has been occurring for some time. A new alert was given, and the field representative questioned why the new alert was given. This new alert occurred, as the device was interrogated by the programmer. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.